Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
This lead presented with high thresholds and the patient has been scheduled for a revision. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This lead presented with high thresholds and the patient has been scheduled for an revision. Lead remains implanted. Should additional information be received, this file will be updated.